Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may have not been delivering medication correctly. Per reporter no additional information was available. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd duodopa pump was returned for analysis. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Pump was displaying "1450" error code on power up when batteries are inserted during the investigation. High pressure and no disposable alarm messages after pump starting, morning dose begin and no disposable attached were found in the pump's event history logs. Found fluid ingressions on chassis base of the downstream occlusion sensor and upstream sensor. All of the above may cause "possible not delivering medication correctly" issue. A microprocessor unit board and downstream occlusion sensor will be replaced. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.